Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was implanted 82 days past its use before date (ubd). If additional information is received, a follow up report will be sent.